Event description:
Physician had stented the iliac artery and was withdrawing the delivery system into the sheath when difficulty resheathing the device was encountered. The sheath was positioned at the "up and over" bifurcation of the common iliac arteries. During the attempts to resheath the delivery system, the tip caught on the stent. Several attempts were made to resheath, with the same results. When the physician finally attempted to remove the delivery system, the tip got wedged between the stent and the vessel wall. When device was finally removed, it was noted that the distal tip had separated. Although hard to visualize the tip of the zilver, it was noted embedded between the stent and the vessel. No intervention was attempted due to the location and secured position of the tip. No adverse consequences to the pt.